Event description:
"Proximal interphalangeal joint fracture dislocation with a compass proximal interphalangeal joint hinge and therapy: a case report". Author: sheri b. Feldscher, otr, cht et al., the journal of hand therapy, 2002. According to the study, the purpose was to describe the management of a chronic proximal interphalangeal (pip) joint fracture dislocation in a patient. It was documented on the paper that an smith and nephew compass pip joint hinge was applied to the patient. During treatment, the device presented a crack in the frame (at the most proximal pin site). The pins appeared stable and the devise working properly.

Manufacturer narrative:
It was reported from a literature review that during treatment, the device presented a crack in the frame (at the most proximal pin site). The associated device, used in treatment, was not returned for evaluation. Thus the product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. The paper was published in 2002. The potential causes could include but are not limited to wear or stress problem. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.